Event description:
It has been reported to philips that a ge ups caught fire in the same equipment room as the philips control cabinets. The system was not in clinical use and was shut down as a precaution. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no damage to the philips system. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that it has been reported that a ge ups caught fire in the same equipment room as the philips control cabinets. The service engineer did not provide their analysis findings and unable to confirm the final disposition of the device because of service has been cancelled as the ups not covered in contract. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. It has been reported that a ge ups caught fire in the same equipment room as the philips control cabinets. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur.